Manufacturer narrative:
The lead was returned and is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual observation of the lead noted set screw marks on the terminal pin and ring assembly. The j-shap fixation and all tines appeared in tact. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations as this lead functioned normally during analysis.

Event description:
Boston scientific received information that this atrial lead was explanted due to intermittent capture, low p-wave measurements and a micro-dislodgement. No adverse patient effects were reported.